Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Technical support assisted the customer with resetting the pump. The caller was advised to wait 20 minutes before starting their sensor session, and the caller understood the instructions given.